Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's battery will not charge. The patient stated that she didn't recharge for one year. A power on reset (por) was attempted, but was unsuccessful. Surgical intervention has been planned, but has not been scheduled.